Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, serial number: n/a, batch/ lot number: 730101014, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was not inflating. The specific issue was not provided. All the components were removed and replaced with a new ipp device. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was not inflating. The specific issue was not provided. All the components were removed and replaced with a new ipp device. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155. Serial number: n/a. Batch/ lot number: 730101014. Model/ catalog description: reservoir 65 ml pc/iz. Product investigation complete. Product analysis confirmed the reported allegation of the device not inflating due to a leak in one of the cylinders. A leak would lead to the device being unable to inflate, as the device is not functional without fluid. Based on the results of this investigation, no escalation is required.